Event description:
It was reported that the 840 ventilator had a blank display. The ventilator was not in use on a patient at the time of the event occurred. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Medtronic service engineer uploaded the software only. The ventilator passed all testing and operated within the manufacturing specifications.